Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During placement of the device, a torn sterile sleeve occurred. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of product damage (sterile sleeve damage). The device was not received for evaluation. The root cause of the product damage (sterile sleeve damage) was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records.